Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, silicone migration and rupture

Event description:
Healthcare professional reported rupture, "cystic images are observed... There are multiple echoes and septa within the right prosthesis."echogenic lymphadenopathy producing posterior acoustic shadow", " images suggestive of right siliconomas" and "capsular thickening with presence of periprosthetic collections " on right side. The device has been explanted.